Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. However, corroded battery tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had shut down and will not turn back on. Customer performed troubleshoot for the issue but display did not return even after restart. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.